Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es system refrigerator was failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture,10-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager failure was a ¿ghost¿ failure. The field service engineer collaborated with the customer and the pharmacy technician to recover the remote manager. The customer later confirmed that the remote manager had been successfully recovered and was fully functional. The system functioned as intended after the field service engineer repaired the device.